Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead lot# unknown product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient had left frontal intraparenchymal hemorrhagic changes in the path of the stimulation probe. The nurse noted the patient is mute, responding only by nodding their head. They had time disorientation. The issue was ongoing. Etiology indicated the relationship of the event to the device or therapy was not related, however indicated the relationship of the event to the implant procedure was probable.

Manufacturer narrative:
Continuation of d10: product ID: b3300542m, serial#: (B)(6), implanted: (B)(6) 2024, product type: lead, product ID: b3300542, serial#: (B)(6), implanted: (B)(6) 2024, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. Stating, that the patient hard partial regression of hematoma without rebleeding. Favorable evolution with recovery of normal alertness and progressive improvement of aphasia. They had mutism, expressive aphasia, time disorientation and reduced alertness. The issue was still ongoing with no actions taken.

Event description:
Additional information was received reporting that antibiotic medication was administered and as of (B)(6) 2024, the patient has recovered and healed well, and clinically, the scars were clean and non-inflammatory. Biological tests were unremarkable. The issue was resolved without sequelae.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID b3300542m lot# serial# (B)(6) ,implanted: (B)(6) 2024 explanted: product type lead product ID b3300542 lot# serial# (B)(6) , implanted: (B)(6) 2024,product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An assessment for product/therapy/procedure relatedness was made by the investigator that the event was not related to the device or therapy, and probably related to the implant procedure, surgery/anesthesia. An assessment for product/therapy/procedure relatedness was made by the sponsor that was different from the investigator. The event was not related to the device or therapy, and had a causal relationship with the implant procedure. An assessment for product/therapy/procedure relatedness was made by the clinical events committee (cec) that was different from the investigator, independent adjudication review provided - event upgraded; cec assessed as causally related to procedure.